Manufacturer narrative:
The device was returned to haemonetics on (B)(4), 2011. Upon evaluating the device, fluid ingress was found. The fluid ingress resulted in damage to electronic components. We are unable to confirm the proper deployment of the spill bag.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the machine will not turn on, on the orthopat perioperative autotransfusion system. The biomed checked all power connections and could not resolve the issue. No pt injury was reported. No operator injury was reported.